Event description:
Allegedly the pt has noticed mechanical noises in moving the interested leg. Multi-fragmented fracture of the head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This event occurred in a foreign country.